Manufacturer narrative:
The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in the USA underwent a procedure for the placement of a percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025 the patient reported pain around the stoma site and was prescribed an unspecified oral antibiotic. It was unknown if the patient was diagnosed with an infection and duopa therapy was delayed.